Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after screwing in the lead during the implanting procedure, the setscrew got stuck in the screwdriver and could not be put back in place. Another setscrew was put in the connector port of the implantable pulse generator (ipg). The ipg was implanted. No patient complications have been reported as a result of this event.